Manufacturer narrative:
Eval summary: no parts were returned for eval. Revision status is unk. Without add'l info, the exact cause cannot be conclusively determined at this time. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It was reported that the pt is experiencing knee pain.